Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.0mmx150mmx150cm (4f) sterling balloon catheter was advanced for dilation. However, on initial inflation at 5 atmospheres for 3 seconds, the balloon ruptured. A pinhole was noted after being withdrawn. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.